Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had reservoir leak past 2nd o ring. The customer¿s blood glucose level was 220 mg/dl at the time of the incident. After troubleshooting, customer was advised the reservoir and transfer guard will be replaced. The reservoir will be not returned for analysis.